Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decrease blood glucose levels of 39 mg/dl which was addressed with glucose. Customer alleged the pump was delivering too much insulin. A pump system check was performed and found the pump to be functioning as intended. The customer also agreed the pump settings needed to be adjusted. Reportedly, the customer continued to use the pump for insulin delivery.